Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, during the procedure, the clip was locked and deployed onto the tissue however; the clip failed to release from the catheter. Reportedly, the clip was eventually pulled off the tissue however; it then fell off the catheter and into the patient. The clip was left to pass naturally. The device was removed from the patient and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the device was fully deployed and the clip assembly was not returned. There was a kink in the control wire and the over sheath assembly was not returned. There was also a kink in the coil at the bushing. A review of the device history record (DHR) was performed; no anomalies were noted. The complaint device was returned fully deployed and the clip assembly was not returned. The kink in the control wire was most likely caused by operational/procedural factors and may have affected the releasing of the clip; the most probable root cause will be assigned to operational context.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, during the procedure, the clip was locked and deployed onto the tissue however; the clip failed to release from the catheter. Reportedly, the clip was eventually pulled off the tissue however; it then fell off the catheter and into the patient. The clip was left to pass naturally. The device was removed from the patient and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.